Manufacturer narrative:
Siemens completed a technical investigation of the reported event. The root cause of the event was the sporadic, incorrect function of the side control (right pn: 10046168) but no systematic issue in the field was identified. The investigation showed also that there is no reasonable probability that the use of our product will cause serious adverse health consequences or death and that the use of our product will not cause temporary or medically reversible adverse health consequences, or an outcome where the probability of serious adverse health consequences is remote.

Manufacturer narrative:
(B)(6). Siemens has initiated a technical investigation of the reported event. The root cause is not yet available. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to siemens by the siemens customer service engineer that during service it was discovered the oncor impression plus treatment table controls were undergoing unintended changes. When trying to unlock the brakes, they sporadically locked by themselves. When moving the electronic portal imaging device (epid) in or out, the treatment table would simultaneously perform unintended movements in all directions. There was no report of patient injury or involvement associated with this issue. The motion stop button was in place. If unintended table movement occurred during clinical operation and a patient is undergoing treatment, the device could collide with the patient resulting in serious injury. In a different scenario, if the user is not aware of the unintended table movement, imaging verification may not be performed to confirm patient position and the dose of one fraction might be delivered to the wrong location by several centimeters. This may result in a critical patient injury. The reported event occurred in (B)(6).